Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal announcement, with glucose rising later in the evening and a subsequent site change due to discomfort; the user observed the cartridge came out easily as if twisted, though the infusion cannula was reportedly not bent and no alarms occurred. Symptoms included elevated blood glucose, with a reported peak of 401 mg/dl and approximately three and a half hours above range, without signs of ketoacidosis or other acute symptoms. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed an unclear cause of hyperglycemia. It was concluded that the event was non-serious with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.